Event description:
It was reported that the patient underwent vns generator replacement for prophylactic reasons. The explanted generator was received by the manufacturer. Generator product analysis was completed. The generator was explanted and returned due to prophylactic replacement. An end of service, or eos, warning message was verified in the product analysis, or pa, lab and found to be associated with pulse disablement of the generator due to the device remaining programmed on post explant. The last greater than 25% change in impedance was approximately three months prior to explant. The electrical performance of the generator as measured in the pa lab was used to conclude that no anomalies existed and the eos condition was expected. Other than the pulse disablement due to the vboost compliance voltage, which is not considered a device failure, there were no additional performance or other adverse conditions found with the generator. No relevant surgery to address the high impedance is known to have occurred to date. No additional relevant information has been received to date.